Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (resets) was confirmed. The monitor was resetting. The monitor needed reprogrammed. Once reprogrammed the monitor passed incoming functionality testing without issue. There was no device malfunction. The root cause was communication error. There was no adverse event that resulted from the damaged monitor.